Event description:
It was reported that the pt's pump alarmed frequently. The pump would beep for a few hours then go silent. The pump was replaced due it nearing end of battery life. A slight crack in the connector was noted during explant. No pt symptoms were reported. Additional info has been requested but was not available on the date of this report.